Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During deployment for patient use, the autopulse platform (sn (B)(4) ) displayed "system error, out of service, revert to manual CPR" error message upon power on. Following this, the crew immediately perform manual CPR. No consequences or impact to patient.